Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no display. It was also reported the case was damaged. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported display issue; device passed all functional tests. Analysis found the upper case, lower case, battery drawer, and one side bail cover are broken. The ring is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.